Event description:
It was reported that a malfunction occurred while the customer was changing the cartridge, resulting in the customer's blood glucose level being displayed as "high." The customer performed a correction injection using multiple daily injections (mdi) and managed the issue without third-party assistance. Technical support provided information on how to reset the pump, assisted in the process, and confirmed that the malfunction code did not recur. The customer was able to continue using the pump and was advised to call back if any malfunction code reappeared. The blood glucose issue was resolved.

Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.